Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068 implantable pacing lead (B)(6) 2001. (B)(4).

Event description:
It was further reported that the lead was capped and replaced.

Event description:
It was reported that the right atrial (ra) lead triggered a lead warning for low impedance. There has been a downward trend in atrial bipolar impedance with the unipolar impedance higher than the bipolar impedance. The lead also experienced a polarity switch with some recorded oversensing events since the switch. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range and there was atrial oversensing. 4992 low impedance paces recorded prior to lead warning on (B)(4) 2013. Slowly decreasing lead impedance, from about 430 ohms in (B)(4) 2012, down to about 325 in (B)(4) 2013.